Manufacturer narrative:
Received voluntary medwatch mw5151300

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. The ra lead remains in service. No adverse patient effects were reported.